Event description:
Final angiogram performed of the three-piece modular zenith device viewed a proximal type I endoleak. The large proximal portion of the aortic neck appeared to flare outward at the site of the endoleak. Another manufacturer's stent was deployed at the proximal peal zone to treat the endoleak, by providing additional radial force. After the stent was deployed, there was still a slight endoleak noticed noticed around the proximal aortic neck, but the leak did not apear to be filling the aneurysm. Examination of the aorta utilizing doppler noted the endoleak subsiding. Procedure concluded, with the dicision to monitor the endoleak status.